Manufacturer narrative:
Patient was given a topical steroid and a medrol dose pack for post treatment care healing. Burns are an expected side effect from laser treatments, however patient sought intervention from a dermatologist and a plastic surgeon for additional treatment care. Such that the patient was prescribed cephalexin 500mg medication for the intervention treatment care. The device was evaluated and found to be operating as intended. Since the patient had medical intervention in this incident, this is a reportable event.

Event description:
Patient had medical intervention for a facial burn from a laser procedure.